Event description:
It was reported to philips that the system would not boot up. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the reported event. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to boot. The rse found that the user was unable to review patient image even after a complete shutdown. The fse visited onsite and upon functional testing, the fse determined that the image processing pc (ippc) not detected by the system. The fse checked the downloaded board software status, and it was failed for ippc. The fse redownloaded it and replaced the hard disk which can be used for temporary but failed again to review image data. The fse confirmed that the ippc had intermittent problem that causing the hard disk failure several times. The fse decided for ippc replacement to resolve the issue. The defective ippc was returned for analysis, and it confirmed that the gpu (graphics processing unit) was failed. To resolve the reported issue, the fse replaced the ippc along with hard disk and recreated the image database. After replacements and all necessaries¿ configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.